Event description:
It was reported that the right ventricle lead had the lead fracture. The patient was seen for surgical management and relocation of the device because of impeding erosion possibility. The lead was explanted and replaced; the device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.